Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Corvue transcripts displayed no measurement. Impedance measurements were out of range and corvue measurements were inhibited. Physician decided to monitor the lead.

Event description:
New information states that the pacing impedance was high. The physician decided to monitor the lead as the patient was in stable condition.